Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their catheter during dwell 1 of 4 of their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did not come in contact with their cycler. The patient¿s treatment was cancelled. It was reported that an alternate treatment option was available. Upon follow up, the home therapies program manager (htpm) stated the patient woke up in the middle of the night to a soaking wet bed and carpet. After checking the patient line, the patient realized fluid was leaking from the blue patient line connection, where it connects to the catheter. The htpm stated there were no reported machine alarms that occurred during the treatment. The patient was in dwell 1 of 4 when the fluid leak was discovered. The patient ended their treatment and did not re-setup with new supplies. The patient did not perform a manual pd exchange. The htpm stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. As a precaution, prophylactic antibiotics were prescribed to the patient. The patient was prescribed keflex oral tablets, 250 mg, to be taken 3 times per day for 5 days. The patient is continuing peritoneal dialysis therapy with no further issues. It was unknown if the liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.